Event description:
It was reported that the customer experienced a high blood glucose level of 418 mg/dl. The customer also received no delivery alarms and motor error alarms. The customer reverted to back plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.